Manufacturer narrative:
The device was returned due to deceased patient. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report. Further information was requested but not received. Concomitant medical products: tendril sdx lead, tendril sdx lead.

Event description:
Related manufacturer reference number: 2017865-2019-14092, 2938836-2019-13934. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.